Manufacturer narrative:
The glucose reagent lot number was 643503. The reagent expiration date was requested, but not provided. The customer performed probe wash and air purge maintenance. The customer also manually cleaned the probe. The customer ran calibration and controls, but it failed. The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Calibration performed on the day of the event had alarms. Controls recovered within range on the day of the event. Upon review of the alarm trace, multiple abnormal aspiration alarms occurred. The field service engineer flushed the sample probe. A hardware check was performed and it was within specifications. Calibration and controls recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the glucose assay on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample was collected from the patient after the patient was fasting. The sample initially resulted in a glucose value of 25.8 mg/dl. The customer decided to repeat the sample since the patient was pregnant. The sample was repeated on the same analyzer, resulting in a glucose value of 68.7 mg/dl. The sample was repeated on a second analyzer, resulting in a glucose value of 89 mg/dl. The 89 mg/dl value was deemed correct.